Event description:
Caller reported a notification indicating a minimum fill issue during the loading of a new cartridge onto the insulin pump. There was no adverse impact to the customer's blood glucose level. To resolve the problem, the customer successfully reloaded the same cartridge and filled the tubing multiple times, and tandem technical support approved a pump replacement. The customer was instructed to return the problematic pump and program the settings into the new device while ensuring continuous insulin delivery by using an alternate method if necessary. The replacement pump was sent with updated software.